Manufacturer narrative:
Correction: the previous patient code (B)(4), shock from was erroneously submitted. The correct code to supersede the initial patient code should be (B)(4). Correction: the previously reported returned information from follow-up number 1 should not have been reported, as the returned information was not related to the previous reported event. Please retract 2938836-2017-25241, follow-up number 1; it was incorrectly reported.

Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert followed by several shocks. Upon interrogation, the device was found to be in backup vvi mode. It was not possible to confirm if the therapy was appropriate or not. The device image, although sent twice, was corrupt and unable to determine the reason for device therapy. A device download was performed successfully. The patient was stable before, during, and after the device interrogation and will continue to be monitored.

Event description:
New information: device explanted - no date - and returned.